Event description:
An open surgery on the thoracic spine for a posterior fusion of vertebrae t7 to t10, with tumor resection and intended placement of 8 spine screws bilateral for fixation (at t7, t8, t9, and t10), was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 3.0. From an intra-operative c-arm scan, the surgeon discovered that four of the eight screws (at right t7 & left t7-t9) placed with the aid of navigation deviated from their intended positions: lateral deviation on the right side and medial deviation on the left side. According to the surgeon (treating clinician): - the deviation of the screws placed in the patient's spine with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screws were corrected to their intended positions at the very same surgery. - the final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. - there was no direct (or increased) risk to harm a critical structure due to the deviating placements. - there was no negative clinical effect on the patient due to the deviating placements, also not due to surgery/anesthesia prolongation of ca. 45 minutes. - there were no further remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since four screws were placed in the patient's spine in different positions than desired with brainlab navigation involved, although according to the surgeon (treating clinician): - the deviation of the screws placed in the patient's spine with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screws were corrected to their intended positions at the very same surgery. - the final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. - there was no direct (or increased) risk to harm a critical structure due to the deviating placements. - there was no negative clinical effect on the patient due to the deviating placements, also not due to surgery/anesthesia prolongation of ca. 45 minutes. - there were no further remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6: according to the results of this technical investigation and the information provided by the hospital, it can be concluded that the main root cause for the deviating spine pedicle screw placements performed with the aid of navigation is: - an inaccurate registration due to patient movement after registration and prior to invasive actions. In this case, the user manipulated the patient's position to avoid a collision with the scanner prior to registration acquisition allowing for a shift of the anatomy after the tension was released. This resulted in a deviation between the registered location of the anatomy and its actual location during navigated invasive actions. Imaging data from the surgery revealed a shift in the patient anatomy when comparing the registration versus the (post-placement) verification scans. A shift of the anatomy after the registration disrupts the coordinate system established during the registration and causes a deviation between the displayed image scan, on which the navigated instruments are tracked, and the actual patient's anatomy. This movement cannot be compensated for by the navigation software. Apparently, the resulting deviation between the locations of the actual patient anatomy and the registered pre-placement patient image scan displayed by the navigation during the surgery was not recognized by the surgeon with the appropriate and necessary navigation accuracy verification after registration and throughout the procedure, before significant invasive actions and at any time significant forces were applied. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.